Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient felt like a bunch of energy went through them while they were in their apartment bedroom. Patient stated that they went outside to see what they were doing and noticed that people were power washing the apartment. Electromagnetic interference considerations were reviewed and it was stated that this would be unexpected. Patient stated that the sensation went away once they went into another room and also when the people turned their power washer motor off. Patient was advised to follow up with the health care provider (hcp) if the sensation recurred. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.